Event description:
It was reported that during the surgery, the surgeon felt that the 26 mm std v40 taper vit head shorter than another same size product. He removed the std head from the stem and implanted the +4 head. The surgeon felt that the height of the inner std head was low (short), because he used std head and felt proper tension when the final trial reduction.